Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer¿s blood glucose level was 225 mg/dl. Customer reported that insulin pump keypad was unresponsive. Customer reported that the one of the buttons is failing. Customer did not know how to use the manual injections, and was not able to discontinue use of the pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.